Event description:
Boston scientific received information that during the attempted implant of this lead, no intrinsic impedance nor any lead measurement data was exhibited following placement. The connection, as well as the lead position, were changed however the issue persisted and the lead then removed. The lead was returned for analysis. No adverse patient effects were reported outside of an extended implant procedure.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood was present in the helix housing. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the cathode conductor coil was fractured at the distal end of the terminal pin. Microscopic analysis confirmed that the lead became fractured due to torsional overstress. Based upon the clinical observations and the laboratory findings, we believe the conductor coil became fractured during attempts to extend/retract the helix.